Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope screen was cut off. The issue occurred during a therapeutic transabdominal preperitoneal (tapp) procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: h3. H6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to a broken image sensor unit. The image sensor likely broke due to an application of irregular stress to the bending section as the section was found damaged. The event can be detected by handling the device in accordance with the following instructions for use (IFU): operation manual chapter 3, ¿preparation and inspection¿, section 3.8, ¿inspection of the endoscopic system¿ and ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.